Manufacturer narrative:
(B)(4). Concomitant products: 11-103201, taperloc por lat fmrl 6.0x132, 307550. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09932.

Event description:
It was reported that during a right hip revision surgery approximately nine years post-implantation, the stem was found to be coldwelded to the taper adapter. The procedure was delayed for at least forty-five minutes to an hour in an attempt to try and knock the head off the trunnion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: concomitant medical products- taperloc por lat fmrl 6.0x132 catalog#: 11-103201 lot#: 307550, m2a-magnum pf cup 56odx50id catalog#: us157856 lot#: 681010, m2a-magnum mod hd sz 50 mm catalog#: 157450 lot#: 681510. Reported event was confirmed through revision operative notes received. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Operative findings show during the revision procedure surgeon was able to remove the modular head but the sleeve (adaptor) remains stuck to the trunnion on the stem. Several attempts were made to remove, however the surgeon was unsuccessful in removing it from well-fixed stem. Surgeon used a diamond wheel and midas rex to the cut the adaptor. This added an extra 45 minutes to 1 hour to the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.